Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17065.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a proximal pressure error code (110b). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the customer had a v60 ventilator that was displaying a proximal pressure error and battery fail alarm. It was reported that the customer replaced solenoids 1,3 and 4; however, the 110b error code persisted. It was then reported that the customer replaced data acquisition (da) pcba, but the error code would reoccur after approximately 20 minutes of operation in normal ventilation. The customer then reported that the device also displayed battery error code 1124 (documented on a separate complaint record). The customer replaced the battery, but the issue was not resolved. The rse discussed replacing the motor controller (mc) pcba for the 110b error code and discussed replacement of the power management (pm) pcba for the battery failed 1124 code. The customer requested to have the device repaired by philips. The investigation is ongoing.

Manufacturer narrative:
H10. During evaluation of the device, the field service engineer (fse) reported the following - unit is getting 1113 postbarometersensorcalerror, 110f posto2flowsensorcalerror, 110e postairflowsensorcalerror, 1110 posto2presssensorcalerror, 1007 postlossofpresssensors 0, 1107 postproxpresssensorcalerror, and 1106 postmachpresssensorcalerror. The fse reported that the data acquisition pcba was not correctly seated on all solenoid pins so da pcba will be reseated. It was then confirmed that the device was receiving error code 1124 cbitbatteryfailed, and that the internal battery would need to be replaced to fix problem. It was also noted that the device shuts down when ac is removed, using a good battery; as a result, the power management pcba would need to be replaced. The fse also reported that the end cap, and top cover were broken, and would need to be replaced. H11: updated contact information, contact office entity, and manufacturing site.